Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported thatthe patient was needing an MRI of the head. The hcp reported they couldn't connect to the ins. The hcp noted that the patient had not tried to connect to the device for over a year. The hcp noted they spoke to a manufacturer representative today who directed them to reposition the external equipment to attempt to connect, but the issue remained unresolved. The hcp noted the representative said the ins battery is likely depleted. The hcp inquired if they could proceed with the MRI. The agent recommended following up with the managing provider to confirm if the ins was at end of service.  (B)(6) 2025 additional information was received from a patient. The reason for call was the patient stated they had been having problems with their internal device. The patient stated they were in the hospital this week and needed to do an MRI, but they couldn't get the device connected. The patient said they just noticed this week, but the issue had probably been going on longer than that. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2025 additional information was received from the patient (pt). They reported that the cause of the inability to connect to the ins was determined. Patient stated their device dies and it was their second one they had implanted within 5 years. Patient stated they were very upset about this and the problems it caused. Patient stated that to resolve the issue the patient had the device removed. Patient stated the device prevented them from getting an MRI when they had stroke like symptoms. Patient stated they had nothing but problems with both devices. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.